Event description:
Digital hearing aids are not compatible with digital cordless-not cell-telephones. Pt purchased two digital hearing aids-they have been returned for full credit-and after using them for 45 days and then after having them factory checked, found them not to work when using a digital cordless telephone. Pt contacted several major cordless phone manufacturers and several major hearing aid manufacturers about this problem and was told by all that they were aware of the problem and that they were working on it. They told pt to use an analog phone. Pt feels cordless phone mfrs should not be putting "hearing aid compatible" on their product which they are doing.